Manufacturer narrative:
On 6/29/2018,the mentor failure analysis lab has received the device for evaluation. New reported indicated that the date of event was on (B)(6) 2017. Device evaluation summary upon receipt by mentor, the device returned without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.3 cm within a crease on the posterior aspect. Also was noticed several creases on both views of the implant. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage.there is no evidence that the issue is related with manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left mentor smooth round moderate profile 425cc saline breast implants, serial number (B)(4).

Event description:
Mit was reported that a (B)(6) -year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 425cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result patient underwent bilateral removal and replacement with right catalog number 3505504bc, serial number (B)(4), and left replaced with catalog number 3505504bc, serial number (B)(4) on (B)(6) 2018.